Event description:
The patient developed ECG changes and then ventricular fibrillation was observed. Coronary angiography was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and balloon angioplasty were conducted with a 4.0 x unkmm balloon. The cardiac function did not recover, however, the patient remained in a vegetative state after the treatment of thrombosis. It may have been caused by a brain disorder.